Manufacturer narrative:
The sequence of events was clarified. The initial result was 175. A new sample was provided 5 hours later, and the result was 8.20. This result was released from the laboratory. The doctors questioned the result. A third sample was drawn and analyzed on (B)(6) 2017 with a result of 450. The second sample was repeated with results of 214.4 and 212.5. The result of 217 was an approximation of the second sample repeat results, and was not a true result. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was a pre-analytical issue (foam on top of the sample).

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable low test results for two samples from one patient using the elecsys troponin t stat assay (tnt-hs) on the cobas 6000 e 601 module. All results are in units of ng/l. No abnormal sample aspiration errors or alarms occurred. (B)(6). Clarification was requested to confirm how many results were obtained, and the exact values. There was no allegation that an adverse event occurred. The tnt-hs reagent lot number and expiration date were not provided. The customer uses lithium heparin sample tubes and occasionally sees foam in the samples. The customer stated that the pinch tubing appeared worn. The customer ran performance testing which was acceptable. The field service representative inspected the instrument and found no issues. The customer believed the event was due to foam on the top of the samples. Investigation activities are ongoing.